Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridges were filled with 200 units of room temperature insulin. During the past events, the customer reported blood glucose (bg) level elevated to the 300's (mg/dl), and was addressed with a bolus and manual injections. On (B)(6) 2017, the customer reported that after filling the cartridge, the fill estimate remained static at 105 units. The customer's blood glucose level was 80 mg/dl. During the call with tandem technical support, the customer loaded a new cartridge successfully and received an accurate fill estimate.